Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin was squirting out during the manual prime process. The customer was being assisted with completing an infusion set change when the malfunction occurred. The customer's blood glucose level was 243 mg/dl. Troubleshooting was not finished because the customer was hysterical during the call. The device will not return for analysis.